Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The issue occurred in (B)(6). The patient reported that the meter issue occurred at 07:30pm on (B)(6) 2017. The patient manages her diabetes by self-adjusting her insulin doses and administered her usual dose of 7 units of insulin (type unspecified) on (B)(6) 2017, at 07:30pm. The patient reported that ¿3 hours¿ after the issue occurred, she developed symptoms of ¿out of it and irritable¿ and that at 11:00pm on (B)(6) 2017 a visiting nurse tested the patient¿s blood glucose with another device, which gave a result of ¿43mg/dl¿ and the nurse treated the patient with food or drink. During the call, it was determined that it was not the first time the meter had been used and there was no apparent misuse of the device. The meter powered on when prompted by inserting a correct test strip and by pressing the power button. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.